Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on screen board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the keypad was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.